Manufacturer narrative:
Manufacturer ref. No.:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 107 which was reproduced. System error 107 was confirmed through a review of the event history log and found to be caused by a failed upper auxiliary. The upper auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 107. Any patient involvement, injury or medical intervention is unknown.